Event description:
Hospital network failed. Mckesson acudose medication cabinet was in use in cardiac surgical suite. User rebooted the machine by mistake. Access to further medications in the cabinet was not possible after that because the cabinet persisted in trying to access the network domain. The potential was there for a clinical disaster. Luckily the network resumed operation before any additional medications were needed.